Event description:
Customer reported that she was hospitalized due to high blood glucose and dehydration. Customer stated that the blood glucose reading was 180 mg/dl and was taken to the hospital for assistance. Customer stated that she was hospitalized manly for dehydration and diarrhea. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.